Event description:
A malfunction was reported by the caller due to a pump that fell onto the carpet. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.